Event description:
It was reported that a patient underwent unknown procedure on unknown date and suture was used. During the procedure, it was reported that the needle tip has broken off and not been recovered. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was mentioned that "where the needle tip has broken off and not been recovered." What tissue was being sutured when the event occurred? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? In what tissue structure the broken needle is retained? Is there any plan in place to remove the needle piece in the future? What is the most current patient status?

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/25/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.